Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up button of insulin pump was not working. The customer¿s blood glucose level was unknown. Customer stated that up button sometimes working, however needs to push hard. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to communicate and sync during rf association, problem was isolated to electronic assembly. (B)(4).